Manufacturer narrative:
Investigation summary: two photos of material 20159e were submitted for quality investigation. The customer complaint of flow issues - fluid blockage could not be verified due to the physical sample not being available for evaluation. The photos submitted do not depict the flow issue reported, and therefore it the failure could not be verified. A device history record review for model 20159e lot number 23039091 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd smartsite¿ extension sets are blocked. The following was received from the original reporter. We are having issues with an extension set form alaris. Nursing staff have advised me that they are having difficulty with "flushing" out due to the white rubber portion connector. Xxx is cc'd to provide better insight if needed.

Event description:
It was reported that the bd smartsite¿ extension sets are blocked. The following was received from the original reporter. We are having issues with an extension set form alaris. Nursing staff have advised me that they are having difficulty with "flushing" out due to the white rubber portion connector. Xxx is cc'd to provide better insight if needed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.